Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point leak test. The test failed showing as a steady stream of bubble coming from the pu cut surface at approximately 320° on the cavity ID end, with the ports positioned at 0°. Upon extraction of the fiber bundle, a potted fiber fragment was noted from the same area as the leak, an opposing end of the fiber fragment could not be isolated. The fragment measured 1.89 mm. There was no other damage or irregularities visually noted on the dialyzer. During the lot history review it was noted that there were three other complaints reported against the lot. One addresses an external blood leak, unrelated to the current event. The two other complaints both address internal blood leaks one was confirmed to be a potted fiber fragment with sample investigation, the other complaint did not have a sample returned. A review of the production record was performed. The production record review showed there was one approved temporary deviation noticed (dn) in the production of this lot, unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint, passed all release criteria, no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was visually observed along the side of the dialyzer as well. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine with new supplies and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was visually observed along the side of the dialyzer as well. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine with new supplies and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.